Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). Essure was removed in (B)(6) 2013. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs"), device dislocation ("bilateral malposition of these devices/right essure coil appears to be displaced extending to right adnexa"), device expulsion ("left essure coil also appears to be displaced extending into the endometrial cavity"), uterine perforation ("penetrated into the uterine wall myometrium and perforation through the wall of the uterus-second mirena"), the first episode of abdominal pain lower ("lower abdominal pain"), abdominal mass ("abdominal mass/as a result of my surgery on (B)(6) 2013, I had a bulge on my abdomen area") and limb mass ("right thigh and groin mass") in an adult female patient who had essure (batch no: 20227513) inserted. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system (batch no: 82238a). The patient's previously administered products included for an unreported indication: mirena in 2006. Concurrent conditions included body mass index normal and ovarian cyst. On an unknown date, the patient had mirena 52 mg inserted (intra-uterine), releasing product at 20 mcg/24hr continuously. On (B)(6) 2008, the patient had essure inserted. In 2013, the patient experienced migraine ("migraines"), tension headache ("increased tension headaches"), dysmenorrhoea ("dysmenorrhea") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), the first episode of abdominal pain lower (seriousness criterion hospitalization), abdominal mass (seriousness criterion medically significant), limb mass (seriousness criterion medically significant), pelvic pain ("pain"), abdominal discomfort ("abdominal discomfort"), limb discomfort ("discomfort in my legs throughout the day"), myalgia ("muscle pain"), pain in extremity ("upper thigh pain"), arthralgia ("lower back around to hip areas on both sides pain"), back pain ("lower back pain") and the second episode of abdominal pain lower ("right lower quadrant pain-second mirena") and was found to have weight increased ("weight gain"). The patient was hospitalized from on (B)(6) 2013. The patient was treated with surgery (surgery bilateral salpingectomy remove malpositioned essure device and mass excision). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, device dislocation, device expulsion, abdominal mass, limb mass and pelvic pain outcome was unknown and the migraine, tension headache, dysmenorrhoea, abdominal discomfort, limb discomfort, weight increased, myalgia, abdominal pain, pain in extremity, arthralgia and back pain had not resolved. The reporter considered abdominal discomfort, abdominal mass, abdominal pain, arthralgia, back pain, device dislocation, dysmenorrhoea, fallopian tube perforation, limb discomfort, limb mass, migraine, myalgia, pain in extremity, pelvic pain, tension headache, uterine perforation, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter provided no causality assessment for device expulsion with essure. The reporter provided no causality assessment for abdominal discomfort, abdominal mass, abdominal pain, arthralgia, back pain, device dislocation, device expulsion, dysmenorrhoea, fallopian tube perforation, limb discomfort, limb mass, migraine, myalgia, pain in extremity, pelvic pain, tension headache, uterine perforation, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower with mirena. The reporter commented: discrepancy in insertion date: on (B)(6) 2010(per pfs): it was totally noted that the essure devices had not penetrated the serosa of the uterus nor the fallopian tubes. It was obtained in 1 piece of the corresponding essure device to the right side. Insertion details: the right tube was cannulated with the essure device and the device deployed. 3 coils remain visible. In a similar fashion the contralateral tube was cannulated and the device deployed. 3 coils remained visible on this side. The patient tolerated the procedure. On (B)(6) 2013: gynecology report: right essure coil appears to be displaced extending to right adnexa. Left essure coil also appears to be displaced extending into the endometrial cavity. Left ovarian corpus luteum. No post hsg done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram: on (B)(6) 2013: results: total bilateral occlusion. "Concerning the injuries in the case, the following ones were described in patient's medical records: device dislocation, abdominal pain, essure partial expulsion and fallopian tube perforation." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2019: quality safety evaluation of ptc, event: uterine perforation updated to incident. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("bilateral malposition of these devices"), abdominal pain lower ("lower abdominal pain"), abdominal mass ("abdominal mass/as a result of my surgery in (B)(6) 2013, I had a bulge on my abdomen area") and limb mass ("right thigh and groin mass") in an adult female patient who had essure (batch no. 20227513) inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included body mass index normal and ovarian cyst. Concomitant products included cyclobenzaprine hydrochloride (flexeril) and levonorgestrel (mirena) since 2008. In (B)(6) 2008, the patient had essure inserted. In 2013, the patient experienced migraine ("migraines"), tension headache ("increased tension headaches"), dysmenorrhoea ("dysmenorrhea") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criterion hospitalization), abdominal mass (seriousness criterion medically significant), limb mass (seriousness criterion medically significant), pelvic pain ("pain"), abdominal discomfort ("abdominal discomfort"), limb discomfort ("discomfort in my legs throughout the day"), weight increased ("weight gain"), myalgia ("muscle pain"), pain in extremity ("upper thigh pain"), arthralgia ("lower back around to hip areas on both sides pain") and back pain ("lower back pain"). The patient was hospitalized from (B)(6) 2013. The patient was treated with surgery (surgery bilateral salpingectomy - remove malpositioned essure device), (mass excision). Essure was removed on (B)(6) 2013. At the time of the report, the perforation, device dislocation, abdominal mass, limb mass and pelvic pain outcome was unknown and the abdominal pain lower, migraine, tension headache, dysmenorrhoea, abdominal discomfort, limb discomfort, weight increased, myalgia, abdominal pain, pain in extremity, arthralgia and back pain had not resolved. The reporter considered abdominal discomfort, abdominal mass, abdominal pain, abdominal pain lower, arthralgia, back pain, device dislocation, dysmenorrhoea, limb discomfort, limb mass, migraine, myalgia, pain in extremity, pelvic pain, perforation, tension headache and weight increased to be related to essure. The reporter commented: discrepancy in insertion date: dec2010(per pfs) it was totally noted that the essure devices had not penetrated the serosa of the uterus nor the fallopian tubes. It was obtained in 1 piece of the corresponding essure device to the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion the cat scan of the pelvis as well as an MRI showed bilateral malposition of these devices. Concerning the injuries in the case, the following ones were described in patient's medical records: device dislocation. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and medical record received: new reporters added and reporter information updated. Case medically confirmed. Patient¿s demographic added. . Product lot number received. Explanted date and product indication updated. Events: migraines, headaches, dysmenorrhea, abdominal discomfort, leg discomfort, weight gain, muscle pain, abdominal mass, right thigh and groin mass, abdominal pain, thigh pain, lower abdominal pain, hip pain, lower back pain, device dislocation added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs"), device dislocation ("bilateral malposition of these devices/right essure coil appears to be displaced extending to right adnexa"), the first episode of abdominal pain lower ("lower abdominal pain"), abdominal mass ("abdominal mass/as a result of my surgery in (B)(6) 2013, I had a bulge on my abdomen area"), limb mass ("right thigh and groin mass"), uterine perforation ("penetrated into the uterine wall myometrium and perforation through the wall of the uterus-second mirena") and device expulsion ("left essure coil also appears to be displaced extending into the endometrial cavity") in an adult female patient who had essure (batch no. 20227513) inserted. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system (batch no. 82238a). The patient's previously administered products included for an unreported indication: mirena in 2006. Concurrent conditions included body mass index normal and ovarian cyst. Concomitant products included cyclobenzaprine hydrochloride (flexeril). On an unknown date, the patient had mirena 52 mg inserted (intra-uterine), releasing product at 20 mcg/24hr continuously. In (B)(6) 2008, the patient had essure inserted. In 2013, the patient experienced migraine ("migraines"), tension headache ("increased tension headaches"), dysmenorrhoea ("dysmenorrhea") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), the first episode of abdominal pain lower (seriousness criterion hospitalization), abdominal mass (seriousness criterion medically significant), limb mass (seriousness criterion medically significant), pelvic pain ("pain"), abdominal discomfort ("abdominal discomfort"), limb discomfort ("discomfort in my legs throughout the day"), myalgia ("muscle pain"), pain in extremity ("upper thigh pain"), arthralgia ("lower back around to hip areas on both sides pain"), back pain ("lower back pain"), uterine perforation (seriousness criterion medically significant), the second episode of abdominal pain lower ("right lower quadrant pain-second mirena") and device expulsion (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was hospitalized from (B)(6) 2013 to (B)(6) 2013. The patient was treated with surgery (surgery bilateral salpingectomy - remove malpositioned essure device and mass excision). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, device dislocation, abdominal mass, limb mass, pelvic pain and device expulsion outcome was unknown and the migraine, tension headache, dysmenorrhoea, abdominal discomfort, limb discomfort, weight increased, myalgia, abdominal pain, pain in extremity, arthralgia and back pain had not resolved. The reporter considered abdominal discomfort, abdominal mass, abdominal pain, arthralgia, back pain, device dislocation, dysmenorrhoea, fallopian tube perforation, limb discomfort, limb mass, migraine, myalgia, pain in extremity, pelvic pain, tension headache, uterine perforation, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter provided no causality assessment for device expulsion with essure. The reporter provided no causality assessment for abdominal discomfort, abdominal mass, abdominal pain, arthralgia, back pain, device dislocation, device expulsion, dysmenorrhoea, fallopian tube perforation, limb discomfort, limb mass, migraine, myalgia, pain in extremity, pelvic pain, tension headache, uterine perforation, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower with mirena. The reporter commented: discrepancy in insertion date: (B)(6) 2010(per pfs): it was totally noted that the essure devices had not penetrated the serosa of the uterus nor the fallopian tubes. It was obtained in 1 piece of the corresponding essure device to the right side. Insertion details: the right tube was cannulated with the essure device and the device deployed. 3 coils remain visible. In a similar fashion the contralateral tube was cannulated and the device deployed. 3 coils remained visible on this side. The patient tolerated the procedure. On (B)(6) 2013: gynecology report: right essure coil appears to be displaced extending to right adnexa. Left essure coil also appears to be displaced extending into the endometrial cavity. Left ovarian corpus luteum. No post hsg done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. "Concerning the injuries in the case, the following ones were described in patient's medical records: device dislocation, abdominal pain, essure partial expulsion and fallopian tube perforation." Most recent follow-up information incorporated above includes: on (B)(6) 2019: mr received. Lot number was added. Reporter information was added. Lab data was added. Mirena: co suspect:. Event: perforation of organs: was recoded to llt: fallopian tube perforation (previously reported as perforation of organs nos). Per medical record following event: left essure coil also appears to be displaced extending into the endometrial cavity was added. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("bilateral malposition of these devices"), the first episode of abdominal pain lower ("lower abdominal pain"), abdominal mass ("abdominal mass/as a result of my surgery in (B)(6) 2013, I had a bulge on my abdomen area"), limb mass ("right thigh and groin mass") and uterine perforation ("penetrated into the uterine wall myometrium and perforation through the wall of the uterus-second mirena") in an adult female patient who had essure (batch no. 20227513) inserted. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system inserted. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included body mass index normal and ovarian cyst. Concomitant products included cyclobenzaprine hydrochloride (flexeril). On an unknown date, the patient had mirena inserted (intra-uterine) 52 mg, releasing product at 20 mcg/24hr continuously. In (B)(6) 2008, the patient had essure inserted. In 2013, the patient experienced migraine ("migraines"), tension headache ("increased tension headaches"), dysmenorrhoea ("dysmenorrhea") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), the first episode of abdominal pain lower (seriousness criterion hospitalization), abdominal mass (seriousness criterion medically significant), limb mass (seriousness criterion medically significant), pelvic pain ("pain"), abdominal discomfort ("abdominal discomfort"), limb discomfort ("discomfort in my legs throughout the day"), weight increased ("weight gain"), myalgia ("muscle pain"), pain in extremity ("upper thigh pain"), arthralgia ("lower back around to hip areas on both sides pain"), back pain ("lower back pain"), uterine perforation (seriousness criterion medically significant) and the second episode of abdominal pain lower ("right lower quadrant pain-second mirena"). The patient was hospitalized from (B)(6) 2013 to (B)(6) 2013. The patient was treated with surgery (surgery bilateral salpingectomy - remove malpositioned essure device), surgery (surgery bilateral salpingectomy - remove malpositioned essure device), surgery (mass excision) and surgery (mass excision). Essure was removed on (B)(6) 2013. At the time of the report, the perforation, device dislocation, abdominal mass, limb mass and pelvic pain outcome was unknown and the migraine, tension headache, dysmenorrhoea, abdominal discomfort, limb discomfort, weight increased, myalgia, abdominal pain, pain in extremity, arthralgia and back pain had not resolved. The reporter considered abdominal discomfort, abdominal mass, abdominal pain, arthralgia, back pain, device dislocation, dysmenorrhoea, limb discomfort, limb mass, migraine, myalgia, pain in extremity, pelvic pain, perforation, tension headache, uterine perforation, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter provided no causality assessment for abdominal discomfort, abdominal mass, abdominal pain, arthralgia, back pain, device dislocation, dysmenorrhoea, limb discomfort, limb mass, migraine, myalgia, pain in extremity, pelvic pain, perforation, tension headache, uterine perforation, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower with mirena. The reporter commented: discrepancy in insertion date: (B)(6) 2010(per pfs) it was totally noted that the essure devices had not penetrated the serosa of the uterus nor the fallopian tubes. It was obtained in 1 piece of the corresponding essure device to the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion . The cat scan of the pelvis as well as an MRI showed bilateral malposition of these devices . Concerning the injuries in the case, the following ones were described in patient's medical records: device dislocation . Most recent follow-up information incorporated above includes: on 7-sep-2018: significant correction done:the second mirena added as co-suspect drug and event uterine perforation,lower abdominal pain added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.